Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a black particle in the transfer set. The hp has since had their transfer set changed. There was no patient injury or adverse event associated with this malfunction. No additional information is available.